Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 572 mg/dl at the time incident and current blood glucose was 478 mg/dl. The customer had symptoms such as abdominal pain. The customer treated with syringes. Customer declined to troubleshoot for high blood glucose. It was reported that the pump had malfunctioning and low reservoir and it was completely empty. The customer alleged that the pump was under delivery because reservoir randomly seemed to drain, no leakage, and had high blood glucose. The customer was advised to disconnect at quick set. The customer was advised to check for protruded, loose, sticking out or flush drive support cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No under or over delivery anomaly noted and passed the displacement accuracy test. The insulin pump was received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address, serial number label, cracked belt clip slot and cracked case reservoir tube window corner.